Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse troubleshot the issue to a leaking check valve and bulkhead connection behind the front panel. To resolve the issue, the fse replaced the psi check valve and the o-ring and tightened the connection at the bulkhead. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during a service test by the customer, the cardiosave intra-aortic balloon pump (iabp) was not holding/leaking helium. There was no patient involvement, and there was no adverse event reported.